Event description:
It was reported that customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 37 mg/dl. The customer took more orange juice and said she feels fine. The customer unable to troubleshoot because she is driving. The customer will call back in order to troubleshoot. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.